Manufacturer narrative:
Evaluation of the returned red72 revealed a fracture distal to the strain relief. If the proximal end of red72 is manipulated at an angle during advancement, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leakage at the proximal end. Further evaluation of the device revealed kinks and ovalizations on the catheter shaft. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a penumbra system 3max reperfusion catheter (3maxc), and a non-penumbra sheath. During the procedure, while advancing the red72 into the target location to make the first pass, the physician noticed a leak at the proximal end of the red72. Therefore, the red72 was removed. The procedure was completed using a new red72, the same 3maxc, and the same sheath. There was no report of an adverse effect to the patient.